Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "during the removal of the catheters from bladder, the inflation balloon didn't deflate. This issue is the second case related to the female patient and it caused pain and difficulties in removing the product. It was removed after 1 day."